Event description:
It was reported that a patient underwent placement of a xtrafix device, at an unknown site. Subsequently, eight days later, underwent an orif without xtrafix readjustment, for loss of position. No additional information is available.

Manufacturer narrative:
(B)(4). Report source: UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g3, h1, h2, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported by a retrospective study, a patient underwent placement of a xtrafix device, at an unknown site on a left extremity. Subsequently, the patient was non-compliant with weight bearing and elevation instructions; therefore, experienced loss of position. A readjustment was completed and remained hospitalized until a definitive fixation was completed on day 11.

Manufacturer narrative:
(B)(4). Correction: supplemental medwatch (0001822565-2022-02220-2) was submitted with a notification date of december 4, 2023, in g3 and submitted on december 27, 2023; however, the correct notification date is april 19, 2023. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.